Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the preparation, it was noted that the air entered the valve during dilator insertion. Physician de-aired the valve but air still entered the guide when it was full of fluid. It was determined that the rubber valve inside the guide did not fully close around the dilator. Guide was replaced with the new guide and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the preparation, it was noted that the air entered the valve during dilator insertion. Physician de-aired the valve but air still entered the guide when it was full of fluid. It was determined that the rubber valve inside the guide did not fully close around the dilator. Guide was replaced with the new guide and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.